Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron touch g1000 they allege that they have no water and the handpiece and insert tips are getting hot; no injury resulted.

Manufacturer narrative:
02/18/2025, evaluation tech: (B)(6). Ef2 power supply board upgrade/updated. Intermittent or no operation due to an open condition in the handpiece cable due to twisted/kink wires in cable restricting water flow. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. Auxiliary connector is rusty. Loaner fee has been included in the estimate. No handpiece received for evaluation. Did not include handpiece in evaluation, ensure handpiece and inserts are not worn/damaged. Hpc-09220. DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.